Event description:
It was reported that a small volume intermate leaked from an unknown source. This occurred before use. The device was filled with 330 mg of tobramycin in 50 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from september 30, 2014 to october 3, 2014. The device evaluation was completed for the reported event. A visual inspection was performed and revealed no signs of leakage. Leak testing was performed and passed successfully with no issues noted. Therefore, the reported leak could not be verified through sample evaluation. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.